Event description:
It was reported that the right ventricular (rv) lead triggered an alert for low out of range (oor) pacing impedance. Possible over and undersensing were noted on the right atrial (ra) lead on stored electrograms (egm). The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.